Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One winding former with a used needle suture in tree sections was received for analysis. The product code sxpp2b400 is double-armed. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needles. The suture pieces were examined, and two ends were noted to split probably by a surgical instrument and others appeared to be cut. Besides that, body fluids were found on the strand. Additionally, a photo was provided and it showed a winding former and suture pieces inside the plastic bag. The product code sxpp2b400 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The instructions for use contained the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6)2024 and barbed suture was used. During the procedure, dr used this suture for capsule closure in tkr. He passed the suture for the first passage and the suture broke just after the passage. No adverse patient consequences were reported. Additional information was requested.